Event description:
In (B)(6) 2011, the patient had a right side si joint fusion using ifuse implants. In 2014, the patient presented to a different surgeon with complaints of right side si joint pain. A CT scan revealed that none of the implants were across the si joint. In (B)(6) 2014, the surgeon removed two of the implants but left the caudal implant in place because he could not thread the removal adapter into it likely due to a bent adapter tip. The surgeon discussed the case with dr. (B)(6), si-bone vp of medical affairs and determined that removal of the third implant was not paramount and decided to leave it in place. The patient is doing well following the surgery.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of conformance and fmea, there is no evidence that the device was out of specification. The most probable root cause is that the surgeon did not fully advance the implants across the si joint during the initial surgery, possibly due to poor imaging. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7035-90, lot# 10007, manufactured 07/26/10, expires 2013-09 (x2); ifuse implant, p/n 7040-90, lot# 7550002440003, manufactured 04/04/11, expires 2014-04.